Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer:returned product consisted of a spirflex catheter system. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12026. It was reported a loss of aspiration occurred during the procedure. A spiroflex® angiojet® thrombectomy set was advanced into the right coronary artery. Aspiration was initiated but the pump would cycle once and then the console would state "verify saline tubing is primed". The reset button was pushed and the same issue would occur immediately. The catheter was switched out for another spiroflex but the same thing occurred. The procedure was completed with the use of a different aspiration catheter. No complication were reported and the patient was stable.